Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21247. It was reported all but one of the contacts on the pt's scs leads exhibited invalid impedances. The sjm rep was able to achieve some stimulation by reprogramming. Follow-up identified the pt underwent surgical intervention to explant and replace the leads which resolved the issue.

Manufacturer narrative:
Results: the complaint of invalid impedance was confirmed. As received, both leads were kinked with all wires broken approx 27cm and 29.5 cm from the tip of the stimulation end respectively. This would have caused the invalid impedance observed in the field. As there was no breach of the outer tubing and the invalid impedance was observed prior to the revision, the fractures were consistent with an overstress condition the leads were subjected to while they were inside the pt. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.